Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump triggered placement signal issues. The pump was not removed. Support was continued, and no harm occurred to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned. As per clinical, continued impella in aorta alarm was observed even after pump position was confirmed and the alarm was disabled. Data logs were reviewed and aorta alarm were observed. The cause of the optical signal issue was most likely patient condition related.